Manufacturer narrative:
The device was not returned for evaluation as the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: eu3673-1977. It was reported that on 12/31/2018 three xience sierra stents, sizes 2.5x12, 2.5x38, 2.75x15, were implanted in the right coronary artery. On (B)(6) 2020 the patient had chest pain. Angiogram showed some in-stent restenosis in the distal rca. The stenosis was treated with angioplasty using a drug-eluting balloon dilatation catheter. The condition resolved. No additional information was provided.